Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor's (ccm) display blacked out. The roller pump was running during this time. The user noticed the issue one to one and half hour later after the ccm was powered on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.